Event description:
The customer contacted baxter's technical service center regarding a solution that came out of the patient line. The baxter technical service representative (tsr) had the hp clean up the solution that came out and assisted the hp with repriming the patient line. The tsr explained the hp would have to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2011 and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Per the customer the sample was discarded but the lot number is known. Therefore no evaluation could be performed. A follow-up report will be filed if any additional information becomes available.